Event description:
It has been reported to philips that the system would not boot up. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system onsite and confirmed that the system could not boot up. The four monitors in the operation room did not light up. Troubleshooting revealed an issue with the host pc. The host pc board and wires were reconnected and the pc was restarted, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.